Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator change out the rv and ra leads were capped and replaced. The rv lead had externalized conductors. The ra lead exhibited decrease in p-waves and increase in capture threshold. The patient was stable post-procedure.